Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 not detected on bus and customer tried to recover and reboot the station however the efforts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that multiple cubies in the half-height enhanced drawer 4.1 had failed. The fse reseated the cable for the rowboard controller board, and all components tested okay. The system functioned as intended after the field service engineer repaired the device.